Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was suspected that the right ventricular lead had an insulation fracture. The patient has been scheduled for revision procedure. There were no consequences to the patient.

Manufacturer narrative:
Additional information: per analysis update. Clavicle crush was noted damaging the inner and outer insulations at 19.5cm to 19.9cm from the connector pin. All five filars of the outer coil appeared to be fractured in this location. The cause of the reported events was isolated to clavicle crush.

Manufacturer narrative:
Additional information: correction: reportable aware date should have been 6jan2020 in previously reported manufacturer report number: 2017865-2020-00891. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-01414. New information received noted that noise was exhibited on the right ventricular lead and right atrial lead. Also, the right ventricular lead exhibited a decrease in impedance and sensing threshold along with a rise in capture threshold. On (B)(6) 2020, the patient presented for explant procedure. During procedure, the right atrial lead and right ventricular lead were explanted and replaced. The patient was stable post procedure.